Event description:
It was reported by the patient that the pod insulin was leaking from the infusion site while wearing the pod for more than 48 hours. Therefore, the patient's blood glucose level rose to 330 mg/dl. When the pod was removed from the infusion site (arm), the pod's cannula was found cracked with insulin pooling inside and an air bubble observed. Also, there was redness on the infusion site skin. As treatment, a new pod was placed.

Manufacturer narrative:
Inspection of the soft cannula did not find it damaged. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin. No damages, tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear or the failure to deliver insulin. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.5 hardware: iphone15.2 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.